Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing high capture threshold and low sensing on the atrial lead. The patient presented for lead revision and the lead was capped and replaced on (B)(6) 2019. During procedure, physician noted the pacemaker having premature battery depletion. The pacemaker was explanted and replaced. Patient was stable post procedure.